Manufacturer narrative:
Additional information: d10, h6, h10. One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found in damage condition. Event history log review was performed and found no evidence of reported problem. The customer's reported problem was confirmed. According to the investigation, during the investigation on the device piezo distorted was found and the device also displayed ec1660. Service's replaced the pump rear piezo. The problem source of the reported problem is unknown.

Event description:
It was reported that the pump did not give an audible alarm. There was no patient involvement.